Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review and the instructions for use review could not be conducted. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. Attempts to obtain medical documents were unsuccessful and thus a thorough medical investigation was not performed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the patient seem to have an allergic reaction to the biosure ha screw causing a granuloma in the tibia. Screw does not show signs of absorption. No other complication reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.